Manufacturer narrative:
Method - device not returned, f/u with representative.

Event description:
It was reported that a (B)(6) study patient with central nervous system lymphoma underwent a kyphoplasty procedure on levels t8 and t9. One day postoperatively, an x-ray revealed cemented extravasation inferior to level l2. There were no pt complications. No add'l info was reported.